Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Unopened sample was returned. There was a hair found in the package during visual inspection. The complaint was confirmed. No cause established. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
B3 -date of event: month and year of event have been provided, but day is unknown. E1 - initial reporter last name and email unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that with the device there was hair in the bag. There was no patient involvement and no patient harm reported.